Event description:
Medtronic received a report that a solitaire encountered resistance in the distal end of the catheter. It was unknown if the reported device and accessory devices were prepared as indicated in the instruction for use (IFU). After the s olitaire fr was pushed into the microcatheter, there was obvious resistance in the posterior section and obvious creases after it was taken out. During the thrombectomy, the surgeon pulled the thrombus out. They opened a fr-6-30 stent and pushed it in. It was smooth at first, but when it was pushed to the posterior segment, it was found to have great resistance and could not be pushed. They suspected that the stent was kinked. They then immediately pulled out the stent and found that there were creases. They immediately reopened a sab-6-30 on site and successfully opened the blood vessel. The stent wasn¿t able to be pushed out of the sheath. It was unknown if the sheath was damaged. There were no patient symptoms or complications associated with this event. Additional information received reported that the cause of the resistance/crease was not determined. The patient had been undergoing a thrombectomy of the t-bifurcation of the anterior circulation. The patient's vessel tortuosity was normal.

Manufacturer narrative:
Per the solitaire fr instructions for use (IFU): ¿solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter of 0.027¿. Therefore, the rebar 18 catheter appeared incompatible with the solitaire fr stent as it has a labeled inner diameter (ID) of 0.021". The root cause was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.